Event description:
It was reported the patient is receiving effective stimulation; however, he initially had problems with urination immediately after surgery. Since that time, the patient has been seeing a urologist and is using a catheter. Follow-up identified the patient's bladder issue is improving as the patient is using a catheter less and urinating on his own. The patient is still being monitored by a urologist.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.